Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance then had dropped down to 400 ohms. The field representative initially thought that there was a lead safety switch. However, the boston scientific technical services (ts) suspected that there might be a lead fracture. The field representative will evaluate the lead further at generator change. Additional information obtained from the field which indicated that this lead was determined to be fractured. The option that was decided was to leave the lead and continue to pace at vvi 50 without any intervention. The lead remains in service. No adverse patient effects reported.